Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the lcd pc board was broken due to physical damage , which confirmed the original complaint issue of the screen not working.

Event description:
The provider states the screen is not working and when you turn it on you can't see if the battery is on, the yellow light comes on and it alarms, meaning low o2.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the screen is not working and when you turn it on, you can't see if the battery is on, the yellow light comes on and it alarms, meaning low o2.